Manufacturer narrative:
On 03 february 2016 it was prepared a final report with the information already submitted in the intial report. On 05 february 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 04 december 2015: lot 102664: (B)(4) items manufactured and released on 22 september 2010. Expiration date: 2015-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. No information received yet.

Event description:
Revision of amis stem due to stress shielding , planned on (B)(6) 2015.